Event description:
Reporter reports contacts 2, 3, 5, 7, 10, 11, 12, 13, and 14 from the left are blackened while using the inform system. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.